Event description:
Per importer's MDR: it was reported that in88ahanfrff manual wheelchair hardware has come loose and caused damage to the head tube. Further, the reporter alleged, the pt has attempted to fix the chair on his own; however, the pt's efforts have caused further damage.